Manufacturer narrative:
The alleged complaint is confirmed. As reported to mpo, this patient had metal-on-metal articulation and experienced extreme malpositioning of the acetabular shell and, consequently, impingement and edge loading of the femoral head against the metal bearing. Mpo does not have the specific catalog numbers or manufacturing lot information for the subject devices. The date of the index operation is unknown, but the provided information indicates that the patient was recommended for revision surgery approximately 4-6 years ago but did not agree to being revised. Mpo received a radiographic image that is assumed to be from the time of revision. In this image, the acetabular shell is obviously vertical, and the femoral head is positioned superiorly in an misaligned condition with apparent edge loading. It cannot be determined if or how the acetabular shell and femoral head alignment could have changed in positioning over time since the index operation and since the previously noted recommendation for revision. However, it can be assumed that condition of the implants could have worsened in the last 4-6 years due to the obvious misalignment radiographically. The alleged complications associated with acetabular shell malalignment and impingement as well as the concerns of potential bone loss are addressed through (B)(4) complaint investigation of metal on metal implants. The remainder of this investigation will focus on the intraoperative issues that were noted. The provided information noted that the surgical team could not remove the metal liner through tapping methods, and a second operation was required in which the surgical team drilled through the metal liner and shell so that they could be removed. Mpo received an image of the acetabular shell with the metal liner that appears to still be assembled with the shell, and the devices show evidence of attempts for removal and that they devices were drilled through. The explanted devices have not been returned, and mpo has not received any other images of the explanted devices or operative notes from the operations to evaluate as part of this investigation. The condition of the metal liner at the time of the revision operation cannot be determined. Prolonged edge loading could have resulted in deformation of the metal liner and/or acetabular shell that could have prevented its removal using traditional techniques. Per the surgical technique for dynasty® acetabular shells, the following is outlined for liner removal specifying the use of a liner extractor: "to remove a metal liner, thread the appropriate size liner extractor onto the shell impactor handle. Align the four tabs on the extractor with the corresponding four dimples on the shell face. Apply two mallet blows, and inspect the liner for disengagement. Repeat if necessary until the liner is removed." The exact technique is not known, but the provided information does not suggest that this technique was followed as the described tapping method does not appear to involve use of the proper liner extractor instrument that would provide engagement across four dimples. Other techniques may only attempt tapping one dimple at a time. Therefore, it is unknown if the proper technique was followed, but this factor could have contributed to the inability to remove the metal liner. Regarding the neck and stem, the provided information suggests that the modular neck was first attempted to have been removed. When the neck could not be removed from the stem, the surgical team attempted to remove the neck-stem construct. An extended trochanteric osteotomy was performed to remove the stem. Regarding the initial attempts for removal, it was specified that an instrument of a different manufacturer was used during the attempts. Therefore, the mpo surgical technique was not followed with appropriate instrumentation. The modular neck and femoral stem mate via a scratch-fit taper that can be difficult to extract without proper instrumentation and technique. As stated in the surgical technique, "please note that these instruments are designed for the purpose of removing a neck during the primary surgery. These instruments may or may not be able to provide the force necessary to disengage a connection between components that have been implanted for a longer period of time. In revision cases, removal and replacement of only the modular neck is contraindicated." The femoral stem designed with bone-interfacing surfaces that promote good bone ingrowth with hopes of providing proper implant support. Therefore, if the modular neck cannot be removed to access the internal threaded feature at the base of the stem pocket, an extended trochanteric osteotomy is a possible requirement due to inaccessibility for the extraction equipment. While the described complications are known possibilities of revision surgery, there were no trends for this issue identified at the time of this complaint. Mpo is unable to provide any additional conclusions from the available information. Mpo will continue to monitor for the reported complications through complaint tracking.

Event description:
Allegedly, the dr said the patient needed to be revised 4 to 6 years ago. Patient would not agree. After this amount of time the cup and rotated vertical and head was ridding on the superior edge. Surgeon wanted to change neck and head with mpo product. Was going to explant cup and revise with a zimmer cup. Concerned with the amount of inferior bone loss. Started surgery at 3:30 pm on the 11th. The neck would not detach from the stem. So he decided to remove the stem and neck construct. This took 2.5 hours. He had to do an osteotomy and the stem was still very resistant to removal. In the process the zimmer slap hammer, which has a manual grip to attach to the neck, actually broke. So now he focused on the cup. The screw was behind the metal liner and could not be exposed to cut. He tried different methods to explant the liner. Was not able to tap very hard on the cup, to produce vibration, to loosen the liner. Tried numerous approaches. After 5 hours he decided to close the osteotomy and then the patient give the patient a break. Twenty-four hours later he went back in and after 2 hours was able to extract the cup. He spent hours drilling through the liner to break it loose. It looks like he actually drilled through the liner and the head do screw and enlarged the screw hole in the cup to release it. After that time mpo was done as he implanted zimmer implant for the revision.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.